Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that suture placement in a common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a pulmonary vein stenting procedure. Reportedly, the plunger popped when the guide wire was removed, before the footplate was opened. After plunger removal, a cuff miss was noticed. During step #4, the footplate would not close. A snap was heard when closing the footplate and the foot broke off, remaining in the patient. The suture was cut underneath the skin to remove the suture. It was thought the foot may remain in the fatty tissue. A second proglide was attempted, but did not take; there was still bleeding at the end of the procedure. Manual arterial compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the filed initial medwatch report, additional information provided: it was reported that suture placement in a common femoral vein was attempted with a proglide device using the pre-close technique with a 6f sheath prior to a pulmonary vein stenting procedure. Reportedly, the plunger popped when inserted over the guide wire. A cuff miss was noticed. The suture was not harvested successfully. The footplate would not close. A snap was heard when attempting to close the footplate and the foot broke off, remaining in the patient. The suture was stuck in the anatomy and was cut underneath the skin to remove the suture. It was thought the foot may remain in the fatty tissue. Another proglide device preplaced a suture. The sheath was upsized to 10f and the procedure was completed. The proglide knot was tightened; however, there was some bleeding after knot tightening. Manual arterial compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported foot detachment, needle to cuff miss, and audible noise were confirmed. The reported difficulty retracting the foot, suture malposition and plunger popped when inserted over the guide wire could not be replicated in a testing environment based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The device was deployed after the observed "plunger popped when inserted over the guide wire". It should be noted that the proglide instructions for use (IFU) states: do not use the perclose proglide smc device or accessories if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. It is unknown if the continued used of the device after the observation of the "plunger popped when inserted over the guide wire" contributed to the reported difficulties. A conclusive cause for the reported foot detachment, difficulty retracting the foot, suture malposition, needle to cuff miss and plunger popped when inserted over the guide wire could not be determined. The reported snap heard when attempting to close the foot (audible noise), foreign body in patient (detached foot) and subsequent treatments appear to be related to procedure circumstance. Factors that contribute to foot detachment may include, user does not gently pull the device back to position the foot against the wall); use of excessive force leading to foot break. Factors that contribute to suture malposition and needle to cuff miss may include, but are not limited to, manufacturing, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue), or failure to maintain a stable position of the device with respect to the tissue tract. Factors that contribute to difficulty retracting the foot may include, but are not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.h6: medical device problem code 1212 and 1506 removed.